Event description:
Caller reported a malfunction on the pump and noted that no notable events occurred prior to the malfunction. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact to the customer's blood glucose level. Customer had experienced similar malfunctions previously, and as a corrective action, the technical support team arranged for the shipment of a replacement pump with updated software. The customer will temporarily use multiple daily injections (mdi) as backup therapy and has been instructed to return the problematic pump to tandem.